Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 145-165mg/dl fasting. Verified test strips expire 06/13/2018. Confirmed customer's test strips are being stored properly, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 382mg/dl and 345mg/dl fasting. Reviewed meter memory 176mg/dl, (B)(6) 2015 08:52:00 am, fasting: yes. 180mg/dl, (B)(6) 2015 08:42:00 am, fasting: yes. Customers concern: 382mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 145-165mg/dl fasting. Verified test strips expire 06/13/2018. Confirmed customer's test strips are being stored properly, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 382mg/dl and 345mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: 382mg/dl. No adverse event reported.